Event description:
Additional information was received from the hcp: the device was reprogrammed and the patient will see if she has a better response; next follow-up appointment is (B)(6) 2019. No further complications were reported or are anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the device is not working but patient was not sure if it was the programmer or the implant. Patient reports her symptoms were back since 2017 to how they use to be and worse. Patient states she tried all the different programs and settings, and it¿s not helping. Patient states when she changed the setting it works for 5 mins and then stops working. Patient states she pressed the therapy on button to make changes. Patient also asked about longevity, device is about four and a half years old. Troubleshooting included having the patient sync the programmer with the implant and the setting showed program 3 at 1.6 volts, and therapy is on. It was not stated whether patient could feel the therapy. Patient states she knows how to use the programmer and change settings. Patient was advised to contact their doctor if they are not getting relief from therapy, and to keep a symptom diary. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: the patient met with their doctor on (B)(6) 2018 and had better education on the device to concentrate on symptom relief rather than feeling the device working. The cause of the return of symptoms was not determined, they had changed program settings and had no symptom relief. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: patient saw their healthcare professional (hcp) on (B)(6) 2018, and has another upcoming appointment on (B)(6) 2018 with the hcp and a manufacturer's representative. The patient stated they are able to feel stimulation in the correct location sometimes. The patient was not aware of any contributing circumstances that may have led to return of symptoms and the device stops working 5 minutes after making adjustments. Actions/interventions taken to resolve the return of symptoms and the device stops working after making adjustments was that multiple re-sets were attempted. No further complications were reported or are anticipated.